Manufacturer narrative:
(B)(4). A trabecular metal modular mis sizing plate handle was returned for investigation. Visual examination revealed the internal mechanism that mates with the sizing tibial plate has fractured at the lever tab. Print specifications and hardness test measures found product conformed. Device history records reviewed and found conformed. The device is used for treatment. Corrective and preventive actions were previously put in place to prevent further recurrence, including a redesign of the product. The reported device manufacture date is prior to actions taken. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported during surgery, a nurse put the sizing tibial plate on the handle during the case and when she tried to remove it, the locking mechanism broke. The staff located the small fractured piece and discarded it.